Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that for the past few cartridges the fill estimate was inaccurate after loading the cartridges with 300 units. Reportedly, the estimate was low and the customer was able to pull insulin from the cartridge once the insulin gauge had fully depleted. The customer's blood glucose (bg) level was 300 (mg/dl) with high ketones. A manual injection was administered to address bg level. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.